Manufacturer narrative:
Concomitant medical product: model 3186, scs lead, model 3660 scs ipg. Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report number 3006705815-2019-00763; reference MFR. Report number: 3006705815-2019-00764. It was reported that the patient was diagnosed with an infection at lead and ipg site. As a result, the scs system was explanted. Patient was treated with antibiotics. No further information is available.

Event description:
Reference MFR. Report number: 3006705815-2019-00763. Reference MFR. Report number: 3006705815-2019-00764.